Event description:
Patient states that she tolerated this medication without issues. States that on wednesday, her ci (chemotherapy infusion) pump alarmed and she could not get this to stop. She contacted the home health agency and they sent out a new pump. She states that her pump was not infusing for approximately 5 hours. She did not note any leaking at the time her pump was off. When she arrived, it was calculated that she received approximately 249 ml of her total dose. It was also noted that the medication bag was wet and the fanny pack was also wet. The infusion was disconnected per the rn and all equipment and tubing bagged for evaluation by the home health agency. The patient had a small amount of fluid on her pants and she was given dry pants and washed with soap and water in all areas that came into contact with drug.